Event description:
It was reported that post implant, atrial thresholds were higher than at implant. The next day, the patient presented to the operating room where alligator clips were connected to the lead and atrial thresholds were good. Therefore the pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.